Event description:
It was reported to nova biomedical that a consumer received a result of 111 mg/dl on their blood glucose meter. The consumer immediately performed two additional tests using the same meter and strips getting the following results of 147 mg/dl and 96 mg/dl. During the call to customer support, it was revealed that the consumer did control solution test their test strips for integrity before use as instructed in our directions for use and the test strips was determined to be in range. The difference in the consumer's readings was determined to be clinically significant. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.